Manufacturer narrative:
Block h6 (device codes): device code a0401 captures the reportable event of corewire break. Block h10: the returned sensor wire guidewire was analyzed. Upon product analysis, the ptfe peeled, and the sleeve detached. There was no evidence of the damages reported. Therefore, the reported core wire break and scope damaged/defective was not confirmed. Based on the condition of the returned device, engineers determined that the problem occurred due to excess manipulation of the sensor wire. This most likely happened during the procedure, excess force was applied to the device such as during the guidewire insertion through another device or the interaction with the scope, causing the wire to peel, the distal tip kink and finally the sleeve detached. In addition, these allegations will be assigned a code of adverse event related to procedure. Boston scientific has determined the most probable cause of this complaint is adverse event related to procedure. It is most likely that the adverse event occurred during the procedure and the device had no influence on the event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the corewire tip broke and put a hole in non boston scientific scope the procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.

Event description:
It was reported to boston scientific corporation that a sensor wire was used during a ureteroscopy procedure on (B)(6) 2022. During the procedure, the corewire tip broke and put a hole in a non boston scientific scope. The procedure was completed with a new sensor wire. There were no patient complications reported as a result of this event.

Manufacturer narrative:
(B)(4).